Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule was still attached when removed and fell off when touched with a finger. The patient was not injured following the procedure.